Event description:
Summary: a patient received 5 times the ordered dose of morphine for 1 hour anf 45 minutes due to ders pump not being completely programmed correctly (i.e. Previous patient's drug name and drug concentration were not cleared). Details: a pt was admitted for treatment related to stage IV metastatic ovarian cancer, chronic right heart failure, severe pulmonary arterial hypertension, chronic right-sided malignant pleural effusion, acute kidney injury, hyponatremia, hydronephrosis, hypoxemia and worsening shortness of breath. The palliative care team was providing end-of-life palliative treatment and a pca was ordered for morphine 5mg/ml, infuse at a basal rate of 2mg/hr and an incremental dose of 0.5 mg q20 minutes. Morphine 5mg/ml was correctly hung. However, the pca had been previously programmed to deliver hydromorphone 1 mg/ml and the nurse failed to clear the pump (by starting a new patient on the pump) before she began programming it. She programmed the pca pump to deliver the correct basal rate (2 mg/hr) and incremental dose (0.5 mg), but because the pump was programmed as hydromorphone 1 mg/ml, the infusion rate calculated as 2 ml/hr and incremental dose as 0.5 ml. The nurse then attached the medication cassette containing morphine 5 mg/ml to the pump, and started the infusion. Thus, the dose of morphine delivered was five times higher than the ordered dose. The pump was turned off 1 hour and 45 minutes after the infusion started, and the pt died 2 hours after turning off the pump. A direct association between the pt's death and the medication error cannot be clearly identified. The pump was sequestered and full functional testing was performed by clinical engineering. The pump performed within manufacturer's specifications on all tests. The pump log was reviewed for unusual log/error messages and was not found to contain any messages that would indicate that an equipment malfunction occurred.